Manufacturer narrative:
Evaluation method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: customer indicates based on comparison to another test method, an incorrect interpretation was provided for this isolate. Conclusions: there are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.

Event description:
Customer reported s aureus isolate oxacillin (ox) mic discrepancy. The hospital obtained oxacillin-susceptible results on the panel and oxacillin-resistant results when tested against another test method. It is unk if results were reported to the physician, treatment delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.